Event description:
The account alleged the brakes were not holding. No patient impact.

Manufacturer narrative:
The service technician found the brakes was not set properly, user error. No repair needed.